Event description:
Reporter began use of her resmed CPAP machine on the night of (B)(6) 2021. Immediately notice a strong formaldehyde type odor. She took off the mask and disconnected the hoses to wash them in vinegar and water. This seemed not to resolve the odor that was emitting from the device. The next day the reporter had dizziness, prickly tongue and sore throat. She called the distributer (B)(4) and could barely talk, formulate words "my brain was not working right". She called the sleep center for (B)(6) and they seemed not to care, later found out that the girl that she spoke to did not log her complaint. The reporter made an appt to speak to a (B)(6) phone triage nurse and after giving the nurse her symptoms she was sent to the emergency room. After a series of blood test that were negative for what they test, she then failed the memory test the medical staff could not find out what was wrong with her. When leaving the emergency room she stated that she felt like she just wanted to slide off of the wheelchair to the ground like she wanted to melt. " I was panicked I wanted to get as low to the ground as possible. I was suicidal; started to get all of my bank accounts in order to send to my brother, and someone to care for my parents and pets. With the help from friends I was able to overcome these feelings." I spoke to my doctor and he told me that it sounded like I had toxicity from the CPAP machine. I have tried to speak to (B)(4) about getting a new machine and have this one sent for testing and have not gotten a response yet. I still need a CPAP machine that works."